Event description:
It was reported during a product eval, the plasmablade was used for a psf, the 3.0 tip was not working either a lot of bleeding and no hemostasis.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period 08/15/2010 through 08/15/2012. The plasmablade used in the reported complaint was not returned for analysis. Review of the lot history record revealed no anomalies. End of report.